Manufacturer narrative:
The products (2 catheters) was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted. Attempts have been made to obtain additional information and to date, no additional information has been received. Additional training was provided.

Event description:
Physician using vnus closure fast cath during procedure, tip of catheter broke off. This occurred twice during the same procedure. The lot numbers and expiration dates on the product were the same. Pt did not sustain any injury, tip retrieved.